Manufacturer narrative:
This is related to MDR number 3011632150-2020-00008. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report/supplemental will be submitted.

Event description:
This report is related to MDR number 3011632150-2020-00008. The patient was treated as part of the (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the proximal third of the superficial femoral artery (sfa) and the distal third of the sfa of the left leg. Two biomimics 3d vascular stents were implanted. Two 7.0 x 150mm biomimics stent was implanted. On (B)(6) 2019 a restenosis of the treated segment (target lesion) was identified. This event was not related to the device or the procedure but was described as a worsening of a pre-existing condition. Percutaneous intervention took place on the (B)(6) 2020 and involved drug coated balloon / drug eluting balloon and laser atherectomy of the treated segment. The outcome of the event is described as resolved/recovered. The device remains implanted.